Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image). After further review, there is corrosion and mold inside the battery connectors, on the terminals of the keypad flex cable, and on some components located on the front side of electrical board 1. Unable to perform the displacement and self tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had flashing display. Customer stated that the insulin pump was buzzing red light. Customer stated that they installing new battery, monitoring insulin pump for 2 hours and frozen display did not recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.